Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed a frozen blue circle with no cgm sensor readings, the touchscreen would not show or respond to the unlock slider, the device would not wake or charge on the pad despite indicator light on the charger, and the ilet mobile app showed the pump as disconnected; the customer reverted to backup therapy, and the event was categorized as a hardware battery depletion issue with an unresponsive key/button involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed a software problem associated with the touchscreen control interface presenting as unresponsive keys/buttons. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.